Event description:
This customer reported an unexpected shutdown while in use on a pt with a reset of the device of default settings. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.